Manufacturer narrative:
Additional information in d9, h3, h6, and h10. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the white patient luer adapter was still connected to the female connector. The white patient luer adapter was hand removed from the female connector with not issues noted. It was also observed that the female connector of the transfer set was separated form the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition of the connection issue between the female connector and patient line luer adapter was not verified. The reported condition of the separation was verified. The cause of the separation was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue component) and the main body (light blue) of a minicap transfer set; further described as ¿a blue component was spinning and separated from another component and did not allow the patient to disconnect." It was further reported that the dark blue component tip was stuck inside the patient line and unthreads from the light blue (main body) when trying to separate it. This was identified after automated peritoneal dialysis (pd) therapy was completed. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.